Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported deflation. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety product/procedure: unable to observe since it is a medical evet and is not related to the device. ¿ deflation: observed delamination on diaphragm valve side assessed as adhesive failure. Additional observations: ¿ crease flat observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported deflation. The device was explanted.